Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter occupation: (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle 26x3/8 ib experienced a needle that was loose/pulled out of hub. Product defect was noted during use. The following information was provided by the initial reporter: material #: 305110 batch #: unknown. Caller reported [flicking the syringe and the needle fell and hit the dirty floor, customer did not want to use needle after touching floor.] Number of occurrences [1]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product lot #: unavailable. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, (no product available for return). Resolution - caller was able to successfully fill a cartridge with a new needle. Distributor to discard needle to maintain customer satisfaction.